Event description:
Consumer reports getting lower readings on family member's paradigm link monitor than other monitor (competitive) analysis run on clark error grid using competitive readings (168) vs. Bd readings (43) yielded data point in the "c" range of the grid - outside acceptable range,